Event description:
Since having the implants, because of removal of multiple cysts, rptr has lupus, scleroderma, chronic fatigue syndrome, connective tissue disease, glaucoma, fibromyalgia, osteoarthritis, rheumatoid arthritis, disc disease, loss of short and long term memory, intestinal disease, colitis, raynaud's disease, loss of vision. Implants were removed because after a mammogram was done the implants began to leak. Rptr was bedridden for 16 weeks. Rptr is now under constant medical care because of her many illnesses. When implants were removed they were blackened in color.